Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the printer had intermittently failed to print stock-out reports. A technical support specialist inspected the device and reinstalled previous configurations, but the issue persisted. The problem was isolated to a specific printer, and the site was informed that it appeared to be network/printer specific. The site later identified a faulty network switch, which, once corrected, resolved the issue. The printer resumed normal operation. The system functioned as intended after the technical support specialist completed troubleshooting.

Event description:
It was reported by the customer a bd pyxis¿ medstation¿ es had a recurring issue where pyxis stock-outs and scheduled batch reports stop printing - affecting patient care (high priority). There were no adverse events nor injuries reported.